Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an error messages and needed to close and restart the g5 application. Then signal loss would sound repeatedly. No additional patient or event information is available.